Event description:
Immediately after injection with bovine collagen the periorbital lines the pt developed hematomas in the lower eyelids, which resolved in 10 days. Several weeks after the injections the pt began having intermittent edema in the lower eyelids that lasts for several hours. Treatment was limited to one percutaneous administration of locapred. The reporter had no pt info and did not provide lot numbers for the product.